Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed without the product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Patient with a known complete uterovaginal prolapse, huge rectocele and cystocele was taken to surgery for a planned total vaginal hysterectomy, bilateral 4-point sacrospinous vaginal colpopexy, anterior and posterior repair with enterocele repair, cystoscopy, and left salpingo-oophorectomy. After the surgical dissection, the capio suture placement device was prepared. After 3 failed attempts to grab the suture with the capio with the bullet being left inside the patient on the last attempt, the physician discarded the capio device and requested a new one, which worked perfectly on the first try. The surgery was completed without further complications. An x-ray was taken and showed the one capio bullet within the right pelvic sacrospinous ligament. The patient's condition is unknown at this time.